Event description:
Follow-up information received reported that the patient did not have any concerns regarding her device or therapy. It was also noted that the patient received assistance when she called the nurse and she walked the patient through it, noting that her concerns were resolved and an appointment date yesterday to check.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced ¿electrical shocks¿ in her rectum and butt. This began when the patient returned home after the implant and it was ¿like her butt was asleep or something.¿ the patient also stated that she had pain in her rectum ¿like hemorrhoids.¿ the patient also felt she was ¿going more.¿ when the patient left the hospital she was set at 7 volts and her husband turned her down to 3.4 volts. The patient was further assisted in turning it down to 2.0 volts and did not ¿feel anything.¿ the patient still had ¿a small amount of pain in her rectum.¿ the patient stated that she was going to the bathroom ¿every hour all night¿ and ¿now was just getting up about once a night.¿ the patient was also on a ¿water pill¿ because her feet swell up. The patient had an appointment scheduled with her health care provider (hcp) for (B)(6) 2013. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, product type lead. (B)(4).